Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station screen was black. The field service engineer (fse) logged into administrative mode and tested drawer functionality, identifying that opening drawer 2.1 caused the station to shut down. Removed and inspected the drawer, discovered a broken retractor band on the half-height matrix drawer, replaced the band, and reinstalled the drawer with the pixie bus cable connected. Completed diagnostic testing successfully, and the customer confirmed the station, and all drawers were functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device encountered a black screen, became frozen, and was unresponsive. There were no delay or adverse events or injuries reported based on this event.